Manufacturer narrative:
D10 concomitant product: unknown ligasure instrument (lot#: unknown); unknown ligasure instrument (lot#: unknown). Claudio gambardella, simona parisi, salvatore tolone, francesco saverio lucido, gianmattia del genio, luigi brusciano, rosetta esposito, domenico de vito, ludovico docimo and francesco pizza. Does antrum size matter in sleeve gastrectomy? Volume ii¿a retrospective multicentric study with long-term follow-up. Journal of clinical medicine 2024, 13, 3912. Https://doi.org/10.3390/ jcm13133912. Pages 1-12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared subjects who underwent laparoscopic sleeve gastrectomy with gastric resections starting 2 cm vs. 6 cm from the pylorus between january 2015 and november 2019. There were 241 patients in the 2 cm (wide antrectomy) group and 356 patients in the 6 cm (small antrectomy) group. Visiport was used to establish pneumoperitoneum. Blunt tip ligasure was used to dissect the greater omentum from the stomach and a competitor stapler was used to perform the gastrectomy. Complications included postoperative bleeding required additional laparoscopic surgery.